Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there's inaccurate readings of sphb. The sensor read 7.8 and the hemocue read 13.2. No consequences or impact to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A complaint review of the lot history was performed for this lot number and there were no previous reported issues related to the reported event.